Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician inserted the bypass tube into the angio-seal sheath, pushed the device into the sheath, and received the first click. After pulling back and receiving the two clicks, the physician pulled back the entire device to lock the collagen on top of the artery. However, the device came out of the patient with no suture attached. An ultrasound confirmed that the footplate, collagen, and suture were not left inside the patient. Blood loss was less than 250cc's. There was no patient injury or need for medical or surgical intervention. The procedure prior to using the angio-seal was pae. The patient had to lay flat for 4 hours but remained stable. Additional information was received on 06 nov 2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and there were no issues with the insertion, deployment, or withdrawal of the device. Patient demographics were not provided by the facility as they did not have time to retrieve them during the site visit. No concomitant devices were used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for assessment. The returned device included the hemostasis sheath, carrier tube and locator. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture and collagen were able to deploy from the device successfully. The tamper tube was found within the carrier tube covered with dried blood which affected its deployment. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posted to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).